Event description:
It was reported that a part of the device was detached. Vascular access was obtained via right radial artery. A guidezilla ii was selected for use. During the procedure, the device would not advance to the target lesion and was noted to be kinked. Another guidezilla ii was used but the same issue occurred. The device was removed from the patient and was noticed that it was coming apart near the radial collar of the device. The procedure was completed with a non bsc device. No complications were reported.